Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device has hose damage. It is known that the device was being used during surgery. It is also known that there was no pt injury or medical intervention; however, it is unk if there was any surgical delay related to the event. No add'l info available.